Manufacturer narrative:
The subject device was returned to olympus for evaluation. During inspection and testing, the allegation was confirmed. Due to a pinhole on channel tube, water tightness was lost. In addition to evaluation in b5, due to wear of angle wire, bending angle in up direction did not meet the standard value. The adhesive on the bending section cover had a crack. The adhesive on the bending section cover had a scratch. The nozzle was deformed. The plastic distal end cover had a scratch. Connecting tube had a scratch. The protector of universal cord on scope connector side had discoloration. The scope connector cover unit had a scratch. The lock engagement lever had a scratch. The lock engagement knob had a scratch. The right/left knob had a scratch. The up/down knob had a scratch. Switch button 1, 2, 3 and 4 had discoloration. The scope connector had a scratch. The switch box had a scratch. The scope cover had a scratch. Grip had a scratch. The control unit had discoloration. Suction cylinder was shaved. Control unit had a scratch. Reprocessing of subject device the customer was able to clean, disinfect and sterilize the subject device prior to sending it to olympus. The user facility does not know when foreign object adhered to the scope. There was no delay between the end of clinical use and the start of pre-cleaning. The air/water nozzle was flushed with water and air. There were no abnormalities in the accessories used for reprocessing. The scope was left in the cleaning solution. The air/water nozzle was wiped/brushed with clean lint-free cloths, brush, or sponge. The air/water nozzle was flushed with a detergent solution. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.

Event description:
An olympus employee reported on behalf of a customer, the evis lucera colonovideoscope channel had a pinhole. There was no report of user or patient harm associated with this event. During incoming inspection, there was a foreign object inside the nozzle due to insufficient cleaning. This medwatch is being submitted to capture the reportable malfunction found during evaluation.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. Based on the results of the legal manufacturer's investigation, the suggested event ¿foreign material was found inside the nozzle¿ was confirmed, and the specifications and functions were not satisfied. The foreign material could not be identified as well as the cause of the residual foreign material. However, as the device had a physical breakage, the foreign material could likely not be removed even with the correct reprocessing. Additionally, it was confirmed that reprocessing was conducted in accordance with IFU. Also, it was confirmed that there was deformation of the air/water nozzle. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 8 years since the subject device was manufactured. The inspection method for the event is described as follows in the operation manual "chapter 3 preparation and inspection, 3.2 inspection of the endoscope and 3.6 inspection of the endoscopic system": ¿[inspection of the endoscope]: 9. Inspect the air/water nozzle at the distal end of the endoscope¿s insertion tube for abnormal swelling, bulges, dents, or other irregularities. [Inspection of the objective lens cleaning function]: inspection of the water feeding function: 1 keep the air/water valve¿s hole covered with your finger and depress the valve. Observe the endoscopic image and confirm that water flows on the entire objective lens.¿ olympus will continue to monitor field performance for this device.